Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse cleaned the system, disconnected and reconnected the personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. The probable root cause of the system issue is attributed to a loosely connected, improperly seated, or disconnected part. The pmsc was reconnected to resolve the issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the surgeon side console (ssc) image was bad, and the customer noted video interference. The customer used another ssc to proceed. The procedure was aborted to another ssc with no reported injury.

Manufacturer narrative:
Additional investigation was performed to determine the cause. The probable root cause of the reported complaint can be attributed to a communication issue between the pmsc and the system. This communication issue can be resolved by cleaning the connectors, reseating the psmc and restarting the system if necessary.

Event description:
Refer to h11 for follow-up information.